Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back-up vvi mode the day the patient underwent to emergency MRI for cerebral stroke. The device code was reloaded, the charge histogram was restored and nominal settings were programmed. Further testing was recommended to evaluate the lead and device. The patient condition was stable.